Event description:
(B)(4) is the distributor of the device which is a 5 liter compact concentrator. (B)(4) is the manufacturer of the device. Notification of the incident was received from our customer, a service provider. They were notified by a potential insurance claim. The device was incinerated in a fire and unretrievable. No evaluation of the device is possible. Fire report indicates the cause of the fire was accidental due to misuse of the oxygen machine. The patient perished in the fire according to the report from the family. A follow-up submission will be filed when additional data is available.